Event description:
It was reported that "last year" the catheter had a blockage and the doctor had to surgically fix it. The patient stated that the current doctor was "worse than (B)(6)". The patient's pump was refilled the day prior to the report. The patient stated dissatisfaction with the new physician and that the old physician gave him twice the dosage that the new doctor was giving him. The patient wanted a more "progressive" doctor. The device system was used to deliver clonidine, bupivacaine and dilaudid. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: product type catheter. (B)(4).

Event description:
After additional review, it was noted that the patient described the catheter occlusion as having ¿problems with the pump and they had to go back and surgically fix the pump.¿ the patient was unsure of the problem, but knew that there was a ¿blockage¿ in the catheter. It was unclear if there was also a problem with the pump. This statement is being interpreted as the pump also having an issue; however it was not confirmed through the device registration system (drs). The patient did have a pump and catheter placed (B)(6) 2010 (according to drs), however, these dates do not coincide with the event.